Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 183 and 206 mg/dl fasting and from back to back test results of 208 and 193 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl; customer does not know their expected non-fasting range. Customer was using alcohol wipes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 197 mg/dl and 210 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/29/2018 returned test strips produce high readings. Most likely underlying root cause of high results are due to improper storage; vial left open for an extended period of time, exposing strips to heat and moisture. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 11/14/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 183 and 206 mg/dl fasting and from back to back test results of 208 and 193 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl; customer does not know their expected non-fasting range. Customer was using alcohol wipes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 11/08/2018, a back to back blood test was performed by the customer non-fasting and produced test results of 197 mg/dl and 210 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 10/2018. The meter memory was reviewed for previous test result history: result 1: 183mg/dl, date:(B)(6) 2018, time:1:42pm, fasting; result 2:206mg/dl, date:(B)(6) 2018, time:12:02am, fasting; result 3:208mg/dl, date:(B)(6) 2018, time:12:52pm, non-fasting; result 4:193mg/dl, date:(B)(6) 2018, time:12:45pm, non-fasting; result 5:126mg/dl, date:(B)(6) 2018, time:12:02pm, non-fasting.